Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Additional information received per the medical records indicate that the patient has a history of pulmonary embolism. The filter was deployed via the left common femoral vein. The filter was placed below the level of the renal veins. The index procedure was successful with no complications. The results of computed tomography (CT) scans done approximately three years and eight months after the index procedure indicate that the filter was in the expected location, but was tilted 19 degrees. The CT scan report states that although the filter struts extend beyond the margin of the inferior vena cava, there is no fat plane between the struts and the inferior vena cava to confirm perforation.   Additional information received per the patient profile form (ppf) states the patient underwent placement of an optease vena cava filter. Additionally, the ppf states that the patient experienced psychological anguish, mental anguish, pain, suffering and fear. The form states that the patient takes medication for stress and for pain because of the filter. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Event: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that a patient submitted to a scan approximately three years and eight months post implantation which indicated the filter was tilted and perforated, struts extended beyond the margin of the ivc. The patient is also reported to have experienced psychological anguish, mental anguish, pain, suffering and fear and is taking medication for stress and for pain because of the filter. The indication for the filter placement was a history of pulmonary embolism. The filter was placed via the left common femoral vein and deployed below the level of the renal veins with no reported complications. The results of a computed tomography (CT) scans done approximately three years and eight months after the index procedure indicate that the filter was in the expected location, but was tilted 19 degrees, the filter struts extend beyond the margin of the inferior vena cava, there is no fat plane between the struts and the inferior vena cava to confirm perforation and the patient is status post gastric bypass surgery. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. While the CT report indicates that the filter has perforated the wall of the ivc, it also indicates that the perforation cannot be confirmed due to a lack of a fat plane. Without imaging available for review it is not possible to confirm or clarify the reported events. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Corrected data: section (product code).

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the cordis vena cava filter. The patient submitted to a scan approximately three years and eight months post implantation which indicated the filter was tilted and perforated, struts extended beyond the margin of the ivc. The patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a cordis vena cava filter. The patient submitted to a scan approximately three years and eight months post implantation which indicated the filter was tilted and perforated, struts extended beyond the margin of the ivc. The patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed, and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation with struts extended beyond the margin of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.